Event description:
It was reported that within a week of implant, the patient complained of feeling a 'pounding sensation' in the morning and evening, and indicated that it resulted in shortness of breath. The left ventricular (lv) lead rate response was programmed off. A few weeks later, the patient complained of a 'ping' sensation in the left chest, as well as increased shortness of breath, fatigue, and indicated that the patient 'just does not feel right.' The lead polarity was reprogrammed, and the lead remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).